Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they were unable to turn stimulation up, only down and their back pain had increased. The patient stated she had two ablations the week before, one on 6-may and another on 8-may. Prior to the ablations it was working good and on 9-may she tried to adjust therapy and couldn¿t turn it up. The patient noted that the stimulation was not shut off before the procedures. The patient had an appointment on 23-may to troubleshooting and no actions had been taken yet. The issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that it was unknown what extent the ablation affected the system. There were high impedances, 'do not use' impedances and 'avoid' impedances. The rep said they reprogrammed around the high/low impedance electrodes. The rep stated the patient was now able to increase the stimulation without seeing the settings not available message and they were getting desired therapeutic effect. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient is seeing a settings not available message which started occurring after the patient had an rf ablation on her lumbar area. The patient did not turn her device off for the ablations. The patient can decrease intensity, but not increase. There were no further complications reported.